Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, surgeon did a revision case this afternoon, and we found out that slap hammer adaptor in the corail removal set is bent. The product was not returned to depuy synthes; however, photos were provided for review. (B)(4) _ urgent replacement request ¿bent adaptor (corail removal instrument). The photo investigation revealed that the slap hammer m6/m10 adaptator had the threaded tip slightly bent. Additionally, some traces of blood can be seen adhering to the device. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure, however taking in consideration the age of the device, the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the slap hammer m6/m10 adaptator would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5 corrected: d3

Event description:
Additional information was received stating: yes, this was a corail stem extraction. However, I do not have the reference or lot for this stem. I wasn¿t in theatre for the case and the explanted stem has been disposed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the slap hammer m6/m10 adaptator had the threaded tip slightly bent. Additionally, some traces of blood can be seen adhering to the device. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure, however taking in consideration the age of the device the potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the slap hammer m6/m10 adaptator would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a revision case it was found that the slap hammer adaptor in the corail removal set was bent.